Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: 1221934-2018-50681.

Event description:
It was reported by the sales rep while checking his trunk stock that he received two of the large 30 mm intrafix advance sheath with a blue label instead of purple from the same lot number.